Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the intestine was trapped in the groin area. While slowly pulling the part of the intestine that got caught, the surgeon intended to remove the intestine first, but in the end, a large amount of feces came out from the inguinal (hole) part. It is unknown whether the feces leaked out due to the surgeon pulling the intestines with a da vinci instrument, or whether it was stool that had accumulated in the groin. The patient's vitals were stable, and the procedure was converted to laparotomy due to the leaking stool. The patient's condition was stable when he left the room. The customer declined to return any instruments to intuitive surgical, inc. (Isi) for failure analysis as they stated that it was not a malfunction of the instrument. Isi followed up with the isi clinical sales representative (csr) and obtained the following information: the procedure was an elective procedure. It is unknown if there was tissue ischemia to the intestine prior to the procedure or if there was evidence of ischemia during the pathology analysis of the intestine specimen. Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, the surgeon declined to provide further information regarding the reported event.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported intra-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has attempted to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. The system logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: there were no errors indicating a system issue or non-intuitive motion of an instrument. The maryland bipolar forceps instrument on arm 3 and force bipolar instrument on arm 1 were the 2 forceps instruments used at the end of the procedure, before conversion of the procedure. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review shows that the following forceps instruments were used during the procedure: force bipolar (part #471504-06; lot #k11220404-0335) and site reviews have shown that no complaints were filed against the instrument. The instrument was used in a subsequent procedure. Maryland bipolar forceps (part #471172-16; lot #k10211004-0073) and site reviews have shown that no complaints were filed against the instrument. The instrument has 7 uses remaining and has not been re-used in a subsequent procedure. Tip-up fenestrated grasper (part #470347-12; lot #k10211206-0277) had zero lives remaining at the end of the procedure and site reviews have shown that no complaints were filed against the instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia repair procedure, while pulling the part of the intestine that got caught in the groin area, feces leaked out of the inguinal hole and the procedure was converted to open. The cause of the intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.